Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. An internal inspection of device found no damage or loose cable connections. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display flickered and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.